Event description:
During the device evaluation, it was found that the fan did not rotate. This report is being submitted for the fan not rotating and the light not lighting up.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the lamp did not light, and the fan did not rotate due to a thermal fuse disconnection. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the findings reported in b5, the following nonreportable malfunctions were identified: top cover had corrosion /rust, the output connector (light guide connector) was worn out, causing the connection to rattle. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the halogen light source had poor lighting. The issue was found during an unspecified diagnostic procedure. There were no reports of patient or user harm associated with this event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was found that the thermal fuse was burned out, resulting in the lamp failure. This report is being submitted for the malfunction found during the device evaluation.